Event description:
Olympus (omsi) was informed that the olympus loaner asset visera 4k ultra high-definition camera control unit was returned to the olympus repair center. No defect or malfunction was associated with the device or reported by a customer. No death, injury or harm was reported to olympus. However, error codes e116 and e117 were identified during the olympus repair inspection. The errors are a ccu malfunction (image development display error). This report is being submitted to capture the 116 and e117 errors.

Manufacturer narrative:
The repair inspection found the subject device displayed errors e116 and e117. Both errors were isolated to a defective printed circuit board (gpu). The repair inspection also noted the power supply knob is broken and the main switch becomes stuck (can still be turned on/off). The investigation is ongoing; therefore, the exact cause of the reported issue cannot be concluded at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is estimated that ¿e116 error¿ and ¿e117 error¿ was caused by the failure of a defective printed circuit board (gpu), the root cause of this event could not be identified. Olympus will continue to monitor field performance for this device.